Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 14. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, swelling and inflammation. No further patient complications were reported.